Event description:
It was reported that a micro drill medium straight attachment overheated and burned the pt on the lip. The burn was described as less than 1cm in size and it was treated with biafine cream; the skin area was red, scaring is expected.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Additional info will be submitted if the device is received and the quality investigation is completed.